Event description:
The customer reported that during a patient event, their device would not function at all when powered on. The device appeared to be locked up and could not be used on the patient. The patient only needed monitoring and did not need defibrillation therapy. The patient was transferred to the local hospital with no reported adverse effects.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The initial medwatch report did not include the evaluation of the device performed by physio-control, which was available as of (B)(4) 2014. Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure could not be determined.